Event description:
A dreamstation 2 advance auto CPAP device was returned to a third-party service center with allegation of device showing service required message, power button was flashing. During the evaluation of the device at the third-party service center, the device was visually inspected and damaged ui bezel, pca was burned. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.